Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had a sudden return of urinary incontinence on the day prior to the report. The patient was going uncontrollably. Troubleshooting could not be done since the caller was not near the patient. The patient was in the hospital since yesterday due to having a bladder infection. The consumer stated that the hospital contacted a manufacturer representative who said it sounded like the device was off. The consumer mentioned that they didn't have a programmer and requested a rep come and assist. A healthcare provider confirmed that a rep was requested to check the patient's device, and turn therapy back on if needed. It was indicated that the patient had a fall where they hit their head that could be related to the issue. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information received from the manufacturer representative reported that they were contacted to see the patient to turn the patient's device back on after they were admitted to the hospital for a fall. When they checked the device, the implant was confirmed to be on. The patient's family had been visiting from out of town and was simply confused as to why their urinary symptoms caused them to leak despite placement of the device. The manufacturer representative explained that the device was on and that an infection could impede the benefits usually experienced with the device. Follow-up would be done with the patient's urologist.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.